Event description:
The manufacturer received information alleging there was physical damage to the screen making it not legible for a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices liquid crystal display (lcd) screen had physical damage causing it not to be legible on this device. In conclusion, the device's lcd screen, lcd backlight cable, and lcd ribbon cable were replaced to address this issue. Additionally, during the service of the device, the rear enclosure case, front enclosure case, base enclosure, enclosure top plate, keypad, and handle were replaced for physical damage unrelated to the reportable issue. The cord retainer was replaced for it missing on the device. This was unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.